Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the moog ail kit. A review of the device history record showed the device had a manufacture date of 10 nov 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a broken ail sensor and various error messages. No patient involvement.

Event description:
It was reported that the device had a broken ail sensor and various error messages. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a broken ail sensor and various error messages. No patient involvement.